Event description:
It was reported that, during preparation for the farapulse field ablation (pfa) procedure to treat atrial fibrillation, the physician knocked the flush port of the farawave nav catheter with a syringe which resulted in a crack at the flush port. A new catheter was used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.